Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence and insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer was using off label insulin at the time of the event. Customer's blood glucose was 300 mg/dl. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.